Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced failure to contain blood. The following information was provided by the initial reporter. The customer stated: when a nurse prepares to take blood from a patient, it found that the flash chamber was damaged.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged flash chamber. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.